Event description:
It was reported that the caller experienced an alarm 2 followed by an alarm 26 due to an occlusion event that occurred earlier in the day. The occlusion did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, after which no further assistance was necessary, and the case was closed by cts.